Event description:
The reporter stated that the device allegedly gave a vf alarm due to ECG artifact. The reporter claims the device gave an incorrect diagnosis due to the displayed ECG artifact. A detailed narrative was forwarded to MFR by the representative. The facility provided mpc with a copy of a vehicle/equipment failure/problem report. The descripiton of the alleged malfunction is as follows: "during normal operation vt/vf alarm kept alarming due to artifact in the rhythm but pt, ambulance and cables all were stationary. Also 12 lead interpretation was incorrect nsr and it's diagnosis was atrial flutter. Please check this as well." The facility did not include any patient outcome or detail information in their report.